Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system would not display image after fluoroing during a case. The 9600 system had to be rebooted and the procedure was completed. No pt injury was reported.